Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after applying a new dexcom g7 sensor and reconnecting to the ilet following a hospital stay unrelated to glucose control, the ilet displayed ¿dosing stopped¿ and the cgm menu showed ¿stop/replace sensor,¿ while the home screen later showed a blood glucose value and therapy resumed. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing that resolved with sensor recognition and therapy resumption. Investigation included remote troubleshooting and user guidance to navigate device menus and confirm therapy status. Investigation of this case revealed a transient pairing or start-up communication issue between the cgm and ilet that self-resolved once the system registered a valid glucose reading. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction during sensor start-up and reconnection following hospitalization.